Event description:
Knee pain [arthralgia]. Massive knee swelling [joint swelling]. Disturbances in feeling of the leg [sensory disturbance]. Case description: spontaneous report received on 13-jul-2009 from a female patient, (age not provided) with unknown medical history. After the 5th synvisc injection in the knee, the patient experienced a lot of pain and swelling. The orthopedic surgeon had given her the 6th injection which led again to massive swelling with disturbances in feeling the leg. The patient was admitted to hospital for pain treatment. The treating neurologist was following up on the neuropathy that was possibly a consequence. As of the date of receipt of this report, the patient's outcome was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.